Event description:
It was reported that the insulin alarmed button error. There was a moisture under the screen. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with numbers counting up then frozen display due to corroded electronic assembly and motor. Unable to test for button error alarm due to frozen display.